Event description:
Thrombectomy of a middle cerebral artery (mca) / internal carotid artery (ica). During the procedure, it was reported that the solitaire fr experienced friction at the thrombus site and detached. The physician used a gateway balloon to try to fix the device in the ica without success. The ica re-occluded in the solitaire fr at the location of the initial occlusion and, subsequently, the patient expired.

Manufacturer narrative:
The device was returned for evaluation and the stent was found detached.(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent remained in the patient and the wire was kept by the hospital.(B)(4).